Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) had gone into backup operation possibly due to magnetic resonance imaging and the ICD could not be interrogated. Programming changes were made, and the ICD device was restored. Patient condition was stable.